Manufacturer narrative:
Codman has requested return of the device. Upon receipt, an investigation will be performed, and a follow up report will be filed.

Event description:
Affiliate reported to treat a parenchyma, the patient was implanted with a valve. During the course, the patient resulted to need a major drainage, so that the pressure was decreased up to 30 mm h2o. The surgeon complains that there was a hypo-drainage of the valve. After about one month from the case, the surgeon had to explant the valve and decided to opt for an external drainage.